Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a blood glucose level of 422 mg/dl and the insulin pump was blank. Caller stated that she found no battery on the pump. Customer has not treated. Customer stated that the pump was not dropped, bumped, or exposed to moisture. Customer was advised to insert a new battery and stated that the display returned. The pump also passed the self-test. Caller was advised to monitor the pump. Caller was advised that a replacement battery cap will be sent as a courtesy.